Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A health care professional (hcp) via a manufacturer representative reported a lead introducer/dilator failure that occurred during a procedure. The lead introducer/dilator was inserted over the directional guide to the correct depth as per normal implant procedure. The guide was removed then the dilator was twisted 90 degrees to unlock from the sheath and when the hcp went to withdraw the dilator the hard plastic top of the sheath came away with the dilator. There was no excessive force or twisting actions that would have caused this. At this point the dilator was reintroduced into the remaining sheath and directional guide then inserted and a new dilator/introducer provided which worked perfectly and the procedure finished to a good result. The lead was implanted with no adverse effect. No factors known to have led to the event. The issue was resolved. The consumer's medical history included fecal incontinence.

Manufacturer narrative:
Analysis of the accessory, model 355018, found the stim needle introducer sheath handle separated from sheath. The shaft of the introducer sheath is separated from the handle. There is evidence that the handle was adhered to the shaft, although how well it was adhered is unknown. There is no evidence of excessive stress that would have caused it to separate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.